Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿a case of arytenoid cartilage dislocation due to insertion operation of side view endoscope in ercp¿. The literature reported the result of one case of the ercp using an olympus (duodenovideoscope) model jf-260v. In the subject procedures, one case of arytenoid cartilage dislocation due to insertion operation of side view endoscope reportedly occurred. Omsc is submitting one MDR according to the number of the adverse event.